Event description:
The manufacturer received information alleging the unit turning off and on possibly due to belt connections. There was no harm or injury reported. During the evaluation of the device at third-party service center, the customer's complaint was replicated. Pca with contamination on the battery connector, battery connector something burned. The device was scrapped. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.

Manufacturer narrative:
The adverse event/product problem field, evaluation results code grid and conclusion code grid has been corrected in this report. In this report, box b, h has been updated/corrected.